Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv found no leakage during testing and found that device irrigation and suction functions worked properly. Pmv found that device shaft disengaged from body of device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur when the device is subjected to improper or excessive force during a clinical procedure causing the disengagement of the cannula plug from the trumpet assembly. This disengagement may result in subsequent leakage as reported. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while beginning to suck the blood during a laparoscopic vats wedge resection, there was leak from balloon then air leak. They changed a new one on table to resolve the issue in order to complete the case. There was no patient injury.